Event description:
It was reported that the PICC was leaking near the hub.

Manufacturer narrative:
One intact 1.9f PICC catheter was returned for eval. A functional eval of the device revealed a leak where the lumen enters the hub. The lumen to hub juncture was inspected and photographed under magnification up to 40x. A single hole was found in the lumen just inside the molded hub. The failure was only visible when the lumen was stretched (pulled away from the hub). The hole was also irregular in shape. Because of these two points a scalpel nick or similar failure can be ruled out. A review of the validation testing revealed that although the failure occurred at this juncture the pull forces were nearly twice the iso-10555-1 requirements for tensile strength of catheter joints. A review of the manufacturing records for this lot indicated all device specifications and quality requirements were satisfied. The failure is most likely due to an active or over active pt or the possibility that the hub/extension was pulled on while the PICC was inserted in the pt.